Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse inspected system for non-intuitive motion. Fse attended two cases for the day to troubleshoot non intuitive motion on system. Fse notes no problems with motion system wide during cases for the day. Fse spoke to doctors in the two cases for the day and they note no issues, and everything ran smoothly regarding intuitive motion on the system. As added precaution, fse performed scheduled preventative maintenance (pm) on system including system test drive for verification. Fse notes no issues and pm passed. Fse sent report to isi rep., reporting that system was working as intended. Fse notes that report detailed troubleshooting steps to inspect endoscope cameras used in cases when complaint was issued as well as verify that cannulas do not contain dents, burrs, or any other imperfections. The rep. Forwarded findings to proper parties at hospital. The system was tested and verified as ready for use. The complaint regarding non-intuitive motion was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted general sleeve gastrectomy surgical procedure, the instrument control was non-intuitive. The site power cycled 3 times and issue remained. The procedure was completed. The surgeon reported that the issue had reoccurred multiple times and that they had to power cycle the system multiple times to restore intuitive motion. There were no errors in the logs. The surgeon stated that the system did work properly for a while and then motion would become "opposite" or non-intuitive. The surgeon converted the procedure to laparoscopic. The surgeon reported power cycling system several times during procedure before finally converting to laparoscopic. The procedure was completed laparoscopically, and patient is fine. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The directions were opposite. The timing of instrument movement was lagging. There was no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent, action was to restart the system. No patient injury or harm. No damages observed. The hand movement did not match the movement to the instrument. No additional ports were placed, and incision site was not increased.